Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no observable damage. Event history log review was not applicable. Functional testing was able to replicate the reported issue; the pump was found to be over-delivering and fluid ingression was found damaging the expulsor assembly. The root cause was determined to be fluid ingression in the expulsor assembly. The expulsor assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device over-delivered. The product fault occurred during testing. There was no patient involvement and no patient harm.